Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a skin erosion at the scs ipg site. The physician and pa confirmed there was a visible erosion at the ipg site. The ipg pocket was revised and the ipg was moved deeper in the patient. Follow-up identified the patient's issue of skin erosion has been resolved.